Manufacturer narrative:
Date of event was reported in multiple time frames: back sore = (B)(6) 2018; antibiotic use/diarrhea = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for urge incontinence and fecal incontinence. It was reported that the trial patient¿s back was sore. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Additional information received on (B)(6) 2018 from the patient reported that they were no longer tracking their bowel symptoms as they were having diarrhea from the antibiotic and, as a result, they felt that it was giving misleading information. The patient stated that they had 2 ¿really bd accidents¿ within the last 24 hours and they wondered if there was something they could do using the handheld device. It was advised not to make any changes if they were seeing 50% or greater symptom control. It was advised that the patient speak to their clinician. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.